Manufacturer narrative:
Additional information was added to h6 and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and a separation between the female connector and main body was observed. The reported condition was verified. The cause of the condition was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the internal part of a transfer set ¿came loose¿ and as a result, the patient could not disconnect the transfer set connector from the patient connection line to the cycler; the patient had to cut the line. This occurred during use of the device for automated peritoneal dialysis (pd) therapy. As a result, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event; however, the patient was prescribed an intraperitoneal prophylactic antibiotic. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.